Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous radial vein. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was good post procedure.